Event description:
I am writing in regard to a warm mist humidifier model# hwm-340 mfg for /by kaz USA that resulted in fire during normal operation last week. The humidifier was filled during the day and then we had forgotten to refill before we went to bed. Normally if the water level got too low the unit would shut off and the refill light would come on, but overnight the auto shut-off function failed and all the water boiled off resulting in the unit overheating. I awoke at 6:30 am last tuesday to the fire alarms going off in my house and my living room filled with smoke. When I went downstairs, the humidifier was in full flames but luckily I had a fire extinguisher handy and was able to put the fire out before my house or furniture caught fire. The unit has water level indicator that shuts the unit off when the water drops below a certain level, but the unit does not have any type of overheating protection if the unit is run without water. There are warnings in the manual not to operate without water, but if the fill level system fails, then there is nothing to prevent the unit from overheating and catching fire. The 15 amp circuit breaker to the outlet also tripped but not before the unit caught fire. The unit is about 1.5 years old. Purchase date: 2013. The product was not damaged, repaired or modified before the incident.